Event description:
Information received by medtronic indicated that the insulin pump had a damage on the battery compartment. Insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 2.9d retainer ring = clear. Customer returned pump for alleged cosmetic damage located on battery compartment found on november 26, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage(serial number label stained) and cracked retainer. Cosmetic damage was confirmed cracked case-corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.